Event description:
It was reported that ongoing occlusion alarms occurred. Reportedly, the customer is wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.